Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. During the power-on test, an m-02 error was observed, confirming that the fault had occurred in the field. Visual inspection revealed no issues related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer encountered repeated m-02 errors on the integrated electrosurgical unit erbe. The customer stated that they had restarted the erbe multiple times, replaced the grounding pad three times, and tested the grounding pad on the customer skin but the issue remained. The technical service engineer (tse) confirmed the reported error in the system logs and inquired on the grounding pad alignment. The customer confirmed that the alignment was correct. The tse had the customer check the connection between the erbe and the vision side cart (vsc), ensure that the external pedals were not pressed, and ensure that the power cable was connected to a dedicated outlet. The customer then restarted the erbe again without any grounding pad or energy cable connections but the error remained. The tse then had the customer restart the system through the vsc breaker without change. The surgeon opted to convert the procedure to laparoscopic to continue. The procedure was converted to laparoscopy with no reported injury.